Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with slight drainage from proximal end of incision. The investigator noted the event as moderate in intensity. Action taken - pt was administered keflex and remaining stitches were removed. The event resolved with treatment 1 week after event date. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication and irritation from the subcutaneous vicryl.